Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power and unexpected restart error test. However, analysis was unable to prime during prime/ compromised force sensor test and motor error alarm during basic occlusion test due to faulty force sensor resistor (gold). The motor passed motor test. The pump was received missing end cap sticker. All buttons worked properly no damage on the keypad assembly. The drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a high blood glucose level. The blood glucose at the time of the incident was 330 mg/dl. The customer states the high blood glucose began after calling in about a motor error alarm. The customer states there are no high blood glucose symptoms and have treated using the pump. Troubleshooting was performed determine the drive support cap appears normal. The tubing was checked for air bubbles and none were found. There was no leak found after manual prime. The alarm history was verified and appeared correct. The customer did not have a tubing clamp and was unable to finish the troubleshooting. The pump was missing the dome label sticker. The device will be returned for analysis.